Event description:
Patient has a "hard wound" and is also reporting that she has pain if she stands too long and she can't bend

Manufacturer narrative:
Initial MDR was mistakenly submitted to FDA through normal electronic filing. This MDR will be resubmitted via a quarterly summary report as part of the requirement of remedial action exemption #(B)(4), granted to stryker by FDA on january 23, 2013.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an right rejuvenate modula neck. Additional information has been requested and if received, will be provided in the supplemental report. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices.

Event description:
Patient has a "hard wound" and is also reporting that she has pain if she stands too long and she can't bend.